Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed partially dislodge force sensor pins, contamination in the force sensor assembly, and an out of calibration force sensor. This report is made based on the results of investigation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/31/2012. Correction/removal report number: 2531779-03/24/2010-003-r. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodge force sensor pins, contamination in the force sensor assembly, and an out of calibration force sensor. Unrelated to the issue, the display screen was found to be...

Manufacturer narrative:
Manufacturer narrative: unrelated to the issue, the display screen was found to be dim and miscolored.